Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt had another revision today for groin pain, probably due to iliopsoas tendon rubbing against the anterior portion of the cup. When revised, the pt also showed significant metallosis.